Manufacturer narrative:
Previously reported as (B)(6) 2018. On the same day as onset, the patient was diagnosed and hospitalized with sterile peritonitis. The sterile peritonitis was manifested by decreased appetite, abdominal pain, fever, ¿one more liquid stool¿, and cloudy peritoneal dialysis (pd) effluent. On the same day as diagnosis, the patient began treatment for the peritonitis with vancomycin, 150 mg, once and cefepime, 650 mg, once (routes were not reported. On the same day, both treatments were discontinued. It was also reported that the sterile peritonitis was of unclear origin but followed a possible contamination. One day after being admitted to the hospital, the patient was discharged. One day later, the patient was re-admitted to the hospital for ¿sterile peritonitis¿. One day later the patient was discharged from the hospital. Eight days after the date of onset, (previously reported as 3 days after) the patient was recovered from the peritonitis. At the time of this report, physioneal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach was reportedly due to ¿poor aseptic technique and the cap was removed 10 days prior to onset¿ (not further specified). Three days after peritonitis onset, the patient was recovered. No further detail was provided regarding whether the patient was hospitalized for the event or if physioneal/extraneal therapies were ongoing. No additional information is available.